Event description:
The customer notified siemens and stated that they were obtaining erratic and unbelievable patient results on an advia 1800 instrument. The customer declined to provide data and information regarding this escalation. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc analyzed the instrument data and determined that the cause of the erratic results was due to a malfunction in the chloride electrode. The tsc requested that the customer replace the chloride electrode, perform chloride electrode calibration and return the failed electrode to siemens. The instrument is performing within specifications. Further evaluation of the device is not required.